Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/ complications each individual plaintiff experienced were not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B61389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam since (B)(6) 2017 and sertraline hydrochloride since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("pain where both tubes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with hypersensitivity, hormone level abnormal ("hormonal changes"), fatigue ("fatigue"), weight increased ("weight gain"), procedural pain ("post essure pain"), abdominal pain upper ("upper abdominal pain radiating into chest"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, adnexa uteri pain, migraine, headache, nausea, allergy to metals, hormone level abnormal, fatigue, weight increased, procedural pain and abdominal pain upper outcome was unknown and the abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, back pain, fatigue, headache, hormone level abnormal, migraine, nausea, pelvic pain, procedural pain and weight increased to be related to essure. Diagnostic results: on (B)(6) 2014, undergo an essure confirmation test : pelvis x-ray : essure coils in area of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet : medical device removal and device complication were deleted since more specific information was provided- hormonal changes, allergic or hypersensitivity, migraines / headaches, nausea, nickel allergy, pain, fatigue, weight gain, post essure pain, upper abdominal pain radiating into chest, lower abdomen and lower back pain added as events. The reporter, patient and product information updated. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 24-year-old female patient who had essure (batch no. B61389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydial infection. Concurrent conditions included migraine and headache. Concomitant products included clonazepam since (B)(6) 2017 and sertraline hydrochloride since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches/ severe headache"), nausea ("nausea/nauseated and could not even throw up"), allergy to metals ("nickel allergy/skin turned green") with vulvovaginal burning sensation, fatigue ("fatigue/weak and tired all the time"), weight increased ("weight gain weight gain of 50 lbs- diagnosed with obesity"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/heavy bleeding with clots during cycle/painful bleed"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/painful sex and bleed"), coital bleeding ("painful sex and bleed"), arthralgia ("joint pain") and panic attack ("panic attack"). In 2014, the patient experienced mood swings ("mood swings") and night sweats ("night sweats"). On (B)(6) 2014, 3 months 5 days after insertion of essure, the patient experienced procedural pain ("post essure pain") and abdominal pain upper ("upper abdominal pain radiating into chest"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("pain where both tubes"), hormone level abnormal ("hormonal changes"), abdominal pain lower ("lower abdominal pain") and female sexual dysfunction ("apareunia: inability to have sexual intercourse"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy(bilateral salpingectomy of falloand hysterectomy (partial) still have uterus). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, adnexa uteri pain, nausea, allergy to metals, hormone level abnormal, fatigue, weight increased, procedural pain, abdominal pain upper, mood swings, night sweats, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, dysmenorrhoea, dyspareunia, coital bleeding, arthralgia and panic attack outcome was unknown, the migraine and headache had not resolved and the abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, night sweats, panic attack, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had c-section and wisdom teeth removal. On (B)(6) 2014, undergo an essure confirmation test : pelvis x-ray : essure coils in area of fallopian tubes. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received: reporter information, patient¿s demographic information, other relevant history and lab data updated. Events were clubbed with previously reported events. Events: mood swings, night sweats, vaginal haemorrhage, menorrhagia, female sexual dysfunction., anxiety, depression, dysmenorrhea, dyspareunia, arthralgia, panic attack were newly added and outcome of migraine and headaches and lower abdomen pain were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 24-year-old female patient who had essure (batch no. B61389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydial infection. Concurrent conditions included migraine and headache. Concomitant products included clonazepam since may 2017 and sertraline hydrochloride since may 2014. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced migraine ("migraines"), headache ("headaches/ severe headache"), nausea ("nausea/nauseated and could not even throw up"), allergy to metals ("nickel allergy/skin turned green") with vulvovaginal burning sensation, fatigue ("fatigue/weak and tired all the time"), weight increased ("weight gainweight gain of 50 lbs- diagnosed with obesity"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/heavy bleeding with clots during cycle/painful bleed"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/painful sex and bleed"), coital bleeding ("painful sex and bleed"), arthralgia ("joint pain") and panic attack ("panic attack"). In 2014, the patient experienced mood swings ("mood swings") and night sweats ("night sweats"). On (B)(6) 2014, 3 months 5 days after insertion of essure, the patient experienced procedural pain ("post essure pain") and abdominal pain upper ("upper abdominal pain radiating into chest"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("pain where both tubes"), hormone level abnormal ("hormonal changes"), abdominal pain lower ("lower abdominal pain") and female sexual dysfunction ("apareunia: inability to have sexual intercourse"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy(bilateral salpingectomy of falloand hysterectomy (partial) still have uterus). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, adnexa uteri pain, nausea, allergy to metals, hormone level abnormal, fatigue, weight increased, procedural pain, abdominal pain upper, mood swings, night sweats, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, dysmenorrhoea, dyspareunia, coital bleeding, arthralgia and panic attack outcome was unknown, the migraine and headache had not resolved and the abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, night sweats, panic attack, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had c-section and wisdom teeth removal. On 09-jul-2014, undergo an essure confirmation test : pelvis x-ray : essure coils in area of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.